Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and motor error alarm from the insulin pump. The customer's blood glucose reading was in the 500's mg/dl. The customer stated that when he got to school, the pump alarmed motor error and did not give any insulin. The customer's current blood glucose is 258 mg/dl with a 10 unit bolus. The customer declined to troubleshoot for high readings. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
No motor error alarms were noted during testing. The pump was received with all operating currents within specifications and passed functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and passed. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.